Manufacturer narrative:
Cmr surgical limited is submitting this report to comply with FDA regulation 803. The device was inspected by the distributor. Cmr surgical ltd does not consider this report and content to be an admission that its product is defective or that it has caused a death or serious injury.

Event description:
It was alleged that the surgeon console went into a medium priority alarm due to left hand controller arm. This was recovered, however, when the surgeon continued the surgery the medium priority alarm reoccurred. The procedure was converted to manual laparoscopic approach. No harm was reported in relation to this event. The reported (distributor) provided cmr surgical with a photo of a frayed cable on the left hand controller arm. The malfunctioning part was replaced by the distributor. At the time of this report, no further information has been provided.